Manufacturer narrative:
Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-00761.

Event description:
It was reported that, "the pt had a failed depuy s-rom stem that had nearly perforated the lateral cortex. Dr. (B)(6) removed that stem back in (B)(6) and revised it with a restoration modular stem. Pt was going great until a few weeks ago when he started dislocating. Went in to revise it and noticed that either the stem and body or possibly just the body had rotated and was now in retroversion. I believe the stem may have been slightly undersized to begin with due to the poor bone quality and fear of blowing out his lateral cortex. We reamed up 3mm to a 21 and also went up to a 25mm body."